Manufacturer narrative:
The valve is a precision valve with 4 dots. The valve was visually inspected, it was noted that the base of the rickham was missing. A connector was attached to the valve for investigation test. The valve was irrigated with purified water; an occlusion was noted at the inlet of the ruby ball. Therefore a fine needle was inserted into the flow opening of the valve inlet under the ruby ball and its seat, the ruby ball was manually popped free from its stuck position using light force. The valve was irrigated again, no occlusion was noted. The valve was dried. The valve was leak tested. No leaks were noted. The valve was reflux tested, the valve passed the test. The valve was then pressure tested, the valve failed the test. Review of the history device records confirmed the valve, product code ns5489 with lot number 268992, conformed to the specifications when released to stock on the 17th september 2012. The root cause of the problem found during investigation is due to biological debris found on the spring, on the spring pillar, on the ruby ball, on the seat of the ruby ball, on the cam mechanism pillar, and on the base plate. The root cause of the missing base of the rickham, could be due to wrong handling, but this could not be determined. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
On july 22, 2014, the sales rep. Informed that does not have any other information.

Event description:
Sales rep. Reported that: "I need to report a complaint regarding item number ns5489 valve. The incident occurred (B)(6) 2014 on a male (B)(6) patient. It was reported yesterday. I have the item to send in to the lab. The customer has requested to receive a copy of the report from the lab. In addition can you please send a replacement valve to my attention. Can you please issue a complaint number. There was not a delay more than 30 minutes and the valve was replaced with another one denoting a malfunction and occlusion in the cam".

Manufacturer narrative:
Upon completion of investigation a follow up report will be filed.